Event description:
The reporter stated that blood came out of the center of the white stopcock valve. The 25 week old neonate lost blood and "will need a blood transfusion."

Manufacturer narrative:
The sample has been received from the customer; however, smiths has not yet completed it's investigation. A follow up MDR will be submitted when the investigation has been completed.